Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(4) 2018, an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated emergency medical services (ems) were called because he was unconscious. He indicated that a finger stick was performed and the meter was displaying 26mg/dl while the dexcom was 90 points off from the meter. The patient did not provide event details. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.